Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the tube sst plh 13x75 3.5 plbl gold br there was stopper creep out or loose closure. This event occurred 279 times. The following information was provided by the initial reporter. The customer stated: "there is an increase in the number of cases with opened stoppers. The analyst opens the tubes for the examination, closes them right away and puts them in a paper box. With no change in the cap reinsertion procedure, the caps "jump" from the tubes and/or do not seal correctly." This complaint is addressing the stopper issue.